Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the air dermatome on (B)(6) 2017 revealed that the calibration was out of specification and the motor did not run. There was some damage and discoloration to the head and control bar. All 4 width plates were damaged and there was evidence of repair by a third party which used non zimmer parts such as silicone, spring seal, and grease (red). Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, gears, damaged head, damaged control bar, calibration shaft, swivel, and all widthplates. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the device was inconsistently cutting and the airhose was not working properly.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the air dermatome. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. The reported event was confirmed since during the initial inspection it was noted that the motor did not run and there was evidence of repair by a third party. While during the initial inspection it was noted that the motor did not run and the device was out of specification, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.